Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position; it was noted the tip seal being out of position prevented the helix from functioning within specification; full lead analyzed.

Event description:
The lead was returned to the manufacturer to check for extension/retraction, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.